Event description:
The pt was described as "d.o.a. At time of paramedic arrival on scene." Reportedly, when an attempt was made to monitor the pt, the device prompted connect electrodes. Another monitor was already at the scene and was used to continue pt treatment. According to the reporter, the pt outcome was not affected by the reported discrepancy due to a lack of pt viability.